Event description:
The matrix neuro cranial implant tray that the operating room had on consignment from the consultant's field equipment is beginning to shed red paint from the top of the implant tray onto the clear top of the main tray. The tray had to be removed from the case, as the red paint was thought to be blood. The whole case was broken down as a result of this and restarted. There was no patient impact. The patient information was not available. The hospital's sterile processing manager notified a rep from synthes of this issue.